Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference (B)(4). During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A tacticath quartz ablation catheter was advanced into the left atrium through an agilis nxt introducer and placed near the right superior pulmonary vein, after which the catheter was noted outside of the geometry. An echocardiogram revealed a pericardial effusion and an unsuccessful attempt was made to reverse anticoagulants. The effusion continued to increase so a blood transfusion was administered and the patient was transferred to surgery for a successful repair of a perforation on the left atrial roof near the right pulmonary vein. The patient was recovering at the time of this report.